Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150680007 work order (B)(4) was manufactured on 26-november-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. 8 parts scrap associated with this lot. 8 parts scrapped for scrap code a127: machine set-up. Post service. This scrap failure mode has no correlation with the complaint failure mode. No reprocessing associated with this lot. No deviations found.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the tibial tray in question. During surgery, the surgeon found traces of protective covers on the surface of the tray. No further information is available.